Event description:
It was reported that a patient was admitted to the hospital due to an increase in seizures. The relationship to vns was not known. Additional relevant information has not been received to-date.